Manufacturer narrative:
Product complaint # (B)(4). Additional information: "no code available" used for surgical intervention. (B)(4). The lot number is unknown at this time.

Event description:
In 2015 the patient underwent arcr (arthroscopic rotator cuff repair). It was found on an unknown date that the patient had suffered from purulent arthritis. A revision procedure was performed on an unknown date, and the surgeon commented as follows: the repaired rotator cuff healed for sure. There was excessive amount of synovium filled in the joint while less synovium was observed on sab side. The bone, which was fixed with the anchors, looked normal through imaging. Bone drilling revealed abnormal granulation. The anchor and fiber-wired sutures were removed. There was a deep cavity. The inside anchor was removed. Abnormal granulation and a deep cavity were recognized, too. Severity of adverse effect to the patient was rated as "mild to moderate." Additional information received from the affiliate reported the lot number is unknown and the devices will not be returned for evaluation. The devices were discarded.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary :the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported problem. Further, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. Also, since the lot number was not provided, sterile load review could not be performed. With the available information, it is unlikely the mitek product was a source of the patient¿s infection. However, if any additional information is obtained, this complaint will be re-opened to capture that information and this event will be re-assessed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.